Event description:
It is reported that the shims are missing ball bearings.

Manufacturer narrative:
Evaluation summary: the investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Therefore, zimmer initiated a field action on 12/11/2014. Ref: z-1052-2015. Visual examination of the returned product confirmed that one or both ball bearings and their associated springs were missing from persona tasp shim, 10mm ef, 11mm gh, 13mm ef, 13mm gh. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. However, no visible evidence of product abuse is present.